Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has replaced the battery 6 times on the insulin pump starting wednesday. Customer stated that her blood glucose was anywhere from 200's mg/dl to the 500's mg/dl. Customer stated that the pump alarmed during normal use. Customer declined the replacement battery cap. Customer wants the pump replaced. Customer declined to return the pump at this time and she declined troubleshooting for the high blood glucose readings.

Manufacturer narrative:
The insulin pump was received with corroded battery tube. The currents are within specifications. No unexpected battery out limit. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked near the display window corners, cracked battery tube threads and cracked reservoir tube lip.